Manufacturer narrative:
Device used for treatment and not diagnosis. Tip of the drill bit is broken off. The cutting edges have clearly visible nicks and dents and are completely blunt. The relevant dimensions can not be verified anymore without the broken fragment and because the cutting edges are damaged. The fracture face is homogenous, which indicated material conformity. Based on the appearance of the cutting edges we can only assume that an excessive metallic contact or the use of a blunt instrument caused a mechanical overload and finally the breakage of the drill bit.

Manufacturer narrative:
Device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The device was returned and the investigation is ongoing.

Event description:
This is 1 of 1 report for complaint (B)(4).

Event description:
During olecranon surgery on (B)(6) 2013, while using the power attachment of the drill, the drill bit snapped off and is retained in the patients bone. There was no attempt made to remove it. Surgery was not prolonged. The remainder of the surgery reportedly went fine.